Manufacturer narrative:
This ipg serial number is included in a field advisories. 1627487-05242011-002-r. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was in an automobile accident a few months ago. Since the accident, the pt had lost stimulation coverage. The pt has not charged her ipg since and have lost communication between external devices and the ipg. X-rays did not show anomalies with the system and the lead. Surgical intervention is pending to address the issue.